Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: an inferior vena cava filter was deployed. An attempt to snare the filter was unsuccessful. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images where not provided for review. However, limited medical records were provided and reviewed. An attempt to snare the filter was unsuccessful sometime after filter implantation. Therefore, based on the provided information the investigation is confirmed for the alleged difficulties removing the filter. The provided medical records did not provide information regarding the alleged open abdominal procedure to remove the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported sometime post filter deployment, that allegedly attempts to retrieve the filter were unsuccessful including an open abdominal procedure. The filter was allegedly deeply embedded. Based on a review of the medical records received, the filter was deployed and attempt to retrieve the filter with a snare was unsuccessful.